Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated architect stat troponin-I result for a (B)(6) year old male patient. The following results were provided: (B)(6). Due to the initial elevated troponin result the patient was administered 5000 units of heparin. There was no harm due to the heparin administration and the patient was discharged after 3 hours.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of lot 86307un20. Return testing was not completed as returns were not available. Review of complaint activity and trending data did not identify any issues or trends. Device history record review for the reagent lot did not identify any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and sufficiently addresses the customer's issue. The historical performance of reagent lot 86307un20 was evaluated using world wide customer data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median results and cal f rlu's for the complaint lot were within the established control limits, therefore, no unusual reagent lot performance was identified. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot number 86307un20 was identified.

Event description:
The customer obtained a falsely elevated architect stat troponin-I result. The following results were provided: (B)(6) 2020 22:51 sample ID (B)(6): 0.74 ng/ml. (B)(6) 2020 23:23 new green top tube: 0.00 ng/ml. (B)(6) 2020 23:44 rerun green top tube: 0.04 ng/ml. (B)(6) 2020 23:48 rerun original serum tube 0.000 ng/ml. Due to the initial elevated troponin result the patient was administered 5000 units of heparin. There was no harm due to the heparin administration and the patient was discharged after 3 hours.